Event description:
Reviewed surgeon's report on the surgical database in which the surgeon states that the pt had a fracture with a retrograde im nail and the surgeon performed an exchange nail procedure to remove the nail and replace with an antegrade nail. Reviewed the pt x-rays which confirmed a fracture at the distal end of the retrograde im nail and post-op of the new antegrade replacement nail. No indication of a broken or malfunctioning im nail or interlocking screws. No indication of product defect.